Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient reported the stimulation was not working as it should be on (B)(6) 2017. The patient was feeling really bad and the stimulator was not helping anymore. Reprogramming also was not helping anymore. The patient lost courage and thinks about euthanasia because the pain is too much. A clinical diagnosis of heavy pain in the back and legs was reported, but a device diagnosis was not applicable. The event was related to the device or therapy, not related to the implant procedure and was not due to programming. The programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016. The patient had several visits at the department neurosurgeon and was told that a new operation was not an option anymore. Several different programs were tried for the patient, but pain relief was not an outcome anymore for the patient. No action was taken and the event remains unresolved with no further action planned.